Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with gf944r - yankauer suction cannula 2.0mm 285mm. According to the complaint description, during wound debridement of a lumbar surgical wound, the parts fell off. This occurred while irrigating. There was no patient harm. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Additional information/correction: d4 - batch number d9 - product received h4 - production date h6 - codes updated based upon an update to the product risk analysis (pra), the complaint was re-assessed and is now considered to be non-reportable; severity was decreased to 2(5). Investigation results: the provided components were examined visually and microscopically. We detected that the part hose attachment (B)(6) was damaged and the weld seam broken. The weld shows no abnormalities and the weld stippling runs continuously and no missed areas were detected. Additionally, there are heavy friction marks and indentations at the base of the hose. The weld may have been broken due to the severe damage. There is no evidence of a manufacturing defect. The complaint data is inconspicuous. No trends are discernible. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Severity of failure according to risk analysis (2/5) max. Allowable occurrence rate (3/5). Explanation, rationale, conclusion and root cause: the exact reason could not be determined. However, the most probable root cause could be usage related. Conclusion of statistical analysis: the current failure rate is within the risk analysis and therefore acceptable.